Manufacturer narrative:
Date rec¿d by MFR:03jun2019. The customer replaced the defective (gas delivery system) gds to address the reported problem. The unit successfully passed the required performance verification test. A gds system was returned to the fi(failure investigation) lab for evaluation. The return units were shipped in bag only, no protective box. Upon opening bag, noted that both flow sensors were bent at a sharp angle and easily moved with slight pressure indicating broken ceramic bodies of (u1) component flow sensors of both o2 and air flow sensors. Also noted the(data acquisition) daq support posts at the exhaust port sheared from unit and not present in shipping bag. An investigation was performed and the root cause was determined to the physical damage of air flow and o2 flow sensors. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to remove the (data acquisition)da printed circuit board assembly (pcba) and inspect the white grommets on the machine and proximal pressure transducers. The customer indicated that the leak test passed after reseating and addressing the white grommets on the da pcba pressure transducers .the unit successfully passed the required performance verification test.

Event description:
The customer reported failing system leak test post flow sensor assembly replacement. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.